Event description:
It was reported the pt is experiencing pain at the ipg pocket site when stimulation is on and while charging the ipg. The pain subsides when stimulation is off. The pt also reported the pain increases as amplitude increases. The physician believes the pain is attributed to a nerve issue in the ipg pocket site. A steroid injection into the capsule area did not resolve the issue. The physician removed and replaced the ipg on (B)(6) 2011.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation: results: the complaint could not be confirmed. As received, the ipg functioned, communicated and accepted charge within specification. Conclusion: the cause of the reported complaint could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.